Event description:
Per the surgeon's report, the patient has a history of chronic otitis media with effusion and had pe tubes in place at the time of surgery. About 4 weeks after his cochlear implant surgery, the patient developed an abcess under the skin flap. The flap was reopened and the abscess drained. Although the patient was treated with IV antibiotics for 3 weeks, the wound broke down, exposing the implant. The surgeon decided to explant the device in 2006 since the patient has a functioning device on the contralateral side. The patient has made a full recovery.